Manufacturer narrative:
This is one of two device reports associated with this event; the associated MFR report numbers are 1225714-2014-00633 and 1225714-2014-00634. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient experienced heart attack and stroke, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
There is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00633 and 1225714-2014-00634.